Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the accuracy of sawbones was checked on both left and right trackers with no noted issues. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to medtronic for analysis. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the initial scans, the site claimed accuracy was off by 10mm when using both a passive planar probe and a universal drill guide (udg). Although it could have been a navigation system issue, the site was refusing to use the imaging system until it was serviced, the system was down. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.